Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the low impedances.

Event description:
It was reported that this pacemaker system exhibited low pacing impedances on the right atrial (ra) lead, measuring less than 200 ohms. The ra lead was surgically abandoned and replaced. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.